Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the power trialysis catheter perforated the patient's vessel. On (B)(6) 2018, power trialysis was inserted via left internal jugular vein. Immediately after the placement, the doctor attempted to aspirate the blood to confirm the catheter patency. However, blood was not aspirated. Although the doctor withdrew the catheter a little, the blood was not aspirated. Therefore, the doctor asked the radiologist to perform the contrast radiography, and the radiography revealed subcutaneus leakage of the contrast medium. The catheter was removed from the patient body, and hemostasis was performed with balloon catheter. Hemostasis was completed around 2:00 am, on (B)(6). The patient was recovered and moved from ICU to general pharmacy around 5:00 pm, on (B)(6). The facility thought that the catheter perforation may have happened due to the guidewire and/or dilator had migrated to the subclavian vein or brachiocephalic vein, causing subcutaneus leakage of the contrast medium and bleeding. They also told this issue occured not by the malfunction of the product but by the medical procedure.

Manufacturer narrative:
The initial medwatch identified b.1 as a malfunction, product problem. Upon further review the event classification was changed to serious injury, adverse event. The initial medwatch identified product catalog no. Was unknown. The product catalog no. (5653200j) was later provided. Therefore, this supplemental

Event description:
It was reported that the powertrialysis catheter perforated the patient's vessel. On (B)(6) 2018, powertrialysis was inserted via left internal jugular vein. Immediately after the placement, the doctor attempted to aspirate the blood to confirm the catheter patency. However, blood was not aspirated. Although the doctor withdrew the catheter a little, the blood was not aspirated. Therefore, the doctor asked the radiologist to perform the contrast radiography, and the radiography revealed subcutaneus leakage of the contrast medium. The catheter was removed from the patient body, and hemostasis was performed with balloon catheter. Hemostasis was completed around 2:00 am, on (B)(6). The patient was recovered and moved from ICU to general pharmacy around 5:00 pm, on (B)(6). The facility thought that the catheter perforation may have happened due to the guidewire and/or dilator had migrated to the subclavian vein or brachiocephalic vein, causing subcutaneus leakage of the contrast medium and bleeding. They also told this issue occured not by the malfunction of the product but by the medical procedure.